Event description:
Monitor seems to be inaccurate. Took glucose test - read 177. Took 1 minute later (changed lancet and testing strip) read 97. Have rechecked many times and it is off every time. One day read 360, retook it, and it was 124. Diagnosis: diabetic type 2.